Event description:
During a knee acl reconstruction and meniscus transplant, the knee began to 'compartmentalize' requiring the procedure to be aborted. It is alleged that during the procedure the info of the solution was not properly pumped out of the knee. As a result the meniscus transplant could not be completed. As of 9/04 the meniscus transplant has not been performed.